Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the pacemaker had no telemetry and a memory download could not be performed. The device data was insufficient to obtain battery status. The device was returned after approximately 53.6 months of implant, with no specific allegation against device functionality. No functional irregularities were noted during detailed analysis. No further testing or analysis could be performed, as no further information regarding implant parameters was received from the field.

Event description:
Boston scientific crm received information that this pacemaker was explanted for normal battery depletion and there was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.